Manufacturer narrative:
Evaluation was not possible as the device was not returned to the manufacturer. A two-year complaint history review for all part numbers in the slpxxxx family of s-lok pedicle screws did not reveal any previous reports of the rod disassembling from the polyaxial screw subsequent to implantation. Root cause cannot be determined. Device not returned to manufacturer.

Event description:
It was reported that the patient underwent a procedure in the (B)(6) on (B)(6) 2012 to address scoliosis, utilizing the s-lok pedicle screw system. Subsequently, the patient presented with pain and images taken found evidence that one of the screws was broken and the rod was no longer seated within the uppermost screw on one side of the construct. Revision was performed on (B)(6) 2015, during which the hardware was removed and replaced with a competitor's product. It was also noted by the physician that there appears to be metallosis present.